Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding was most likely use issue since hemostasis achieved by adding purse string suture. E4 should have been left blank on manufacturer device report 1220648-2024-24950.

Event description:
The complainant reported that the patient on impella cp support developed oozing from the impella access site. Purse string suture was placed and femstop. The patient is stable. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿